Event description:
Boston scientific became aware of an event involving axios stent and electrocautery enhanced delivery system through the article titled, "endoscopic retrograde cholangio-pancreatography and endoscopic ultrasound in the management of paediatric acute recurrent pancreatitis and chronic pancreatitis", by deepak joshi et. Al. Per the article, between january 1, 2008, and december 31, 2022, a study of 562 patients suffering from acute recurrent pancreatitis and chronic pancreatitis were being evaluated via treatment efficacies. Two techniques were used: endoscopic retrograde cholangio-pancreatography (ercp) or endoscopic ultrasound (eus) methods. One patient experienced pancreatitis after the procedure, and another had sepsis. No treatment was done to the patients, and the stents were successfully removed. Please see the reference article for full details.

Manufacturer narrative:
Block b3: the exact date of the event was not reported. The retrospective study date of january 1, 2008, is used for the estimated date of event between january 1, 2008, and december 31, 2022. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, were unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: deepak joshi "endoscopic retrograde cholangio-pancreatography and endoscopic ultrasound in the management of paediatric acute recurrent pancreatitis and chronic pancreatitis" journal of clinical medicine 2024, institute of liver studies, kings college hospital nhs foundation trust, london se5 9rs, UK, https://doi.org/10.3390/jcm13185523 block h6: imdrf patient code e1021 captures the reportable event of a pancreatitis. Imdrf patient code e0306 captures the reportable event of sepsis. Imdrf impact code f12 captures the reportable event of serious injury/illness/impairment.